Event description:
The facility's healthcare professional reported to baxter (B)(4) that a 2000 ml eva tpn container had a leak in the bag. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). One sample was available for evaluation. A visual inspection was performed, revealing no abnormalities. The bag was also filled with air and leak tested under water, revealing no leaks. The reported condition was not confirmed. The cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.